Manufacturer narrative:
At this time, the available information suggests this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high pacing capture thresholds resulting in loss of capture. Pacing was not delivered as expected due to the loss of capture. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.